Manufacturer narrative:
The return of the sample for evaluation is anticipated, however at this time davol has not received the sample. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units. Based on the information available at this time, no definitive conclusions can be made. If/when the sample is received and evaluated, a supplemental MDR will be sent to document the findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: it was reported that during an unspecified procedure the surgeon inserted a bard ventralex hernia patch into the patient and was suturing around the mesh. It is then reported that the middle of the mesh split. The mesh was removed and another bard ventralex hernia patch was inserted without incident. There was no patient injury as a result of this event.

Manufacturer narrative:
This is an addendum to the initial MDR to document the receipt of the sample for evaluation. It was reported that the surgeon inserted a bard ventralex hernia patch into the patient and was suturing around the mesh. It is then reported that the middle of the mesh split. The evaluation noted one area that was torn just within the inner circle of the recoil ring. As reported this area split when the surgeon was suturing around the mesh. Additional holes were noted on the edge of the ptfe layer and within the mesh area. These holes are consistent with a needle puncture from suture placement. Aside from that no anomalies were found. Based on the sample evaluation the damage appears to be consistent with user device interface. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.